Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they need to have a manufacturer representative (rep) check on their implant. Patient mentioned that they have been having issues since they had the implant. Patient mentioned that the battery was put on the wrong side - side where they sleep on and that implant has not been anchored so the implant was just floating around on their back and keeps on changing positions. When they last had an x-ray, patient mentioned that they were told by a manufacturer representative (rep) that the wires have backed out a bit and that the implant has turned. Patient mentioned that they've been in pain and that the leads get too hot and they can feel tingling sensation whenever the stimulator is on, so they have to turn everything off. Agent redirected patient to their doctor however, patient mentioned that they were advised to speak to a rep. Agent sent a message to the field for visibility. Additional information was received from the rep. Rep reports there are no notes of these issues in the past. Rep reports seeing the patient has an appointment on (B)(6) 2026 but it is unknown what the appointment is for and which rep will see the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial#(B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.